Manufacturer narrative:
Received only catheter. This reported event was unconfirmed. Per visual inspection the exterior of the sample was inspected and no evidence that would support the reported failure was found. Per functional testing, the sample was examined for holes, rips and tears and none were found. Water was then introduced into the drainage eye and no leakage from the distal end of the sample was detected. The balloon was then inflated with air while submerged in water and there were no bubbles to indicate a leak. The flow rate was tested while the balloon was inflated with 10cc water and was found to be 150ml/min, 150ml/min and 145ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum, thus the sample met the internal specifications. The balloon was inflated and found the concentricity to be 60:40. The internal concentricity specification for a sample of this product type is 70:30 maximum, thus the sample met the concentricity specification. The balloon was later inflated with 10cc of water to perform a leak test and on the seventh day, the balloon was fully inflated with no signs of leaking. Per dimensional evaluation, the shaft of the catheter was measured and was found to be within the specification, the shaft measured - 16.9fr the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that after 7 days of use, the catheter allegedly leaked urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 7 days of use, the catheter allegedly leaked urine.